Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and repair of a recurrent right femoral/inguinal hernia on (B)(6) 2017 during which the surgeon noted a segment of the mesh was contracted and malpositioned. Thus the surgeon explanted the mesh with the exception of a small segment of mesh left in place to avoid vascular injury. No additional information is provided.

Manufacturer narrative:
Corrected information: g1 - manufacturing site name.